Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from this patient's family member that the patient expired two days post implant of this bioprosthetic valve. No allegation that the device caused or contributed to the patient's death was reported, and the cause of death was not provided.

Manufacturer narrative:
Conclusion: the cause of death is unknown. There was no allegation that the device caused or contributed to the patient's death. The patient's family member was calling to request that no additional information is sent to his house regarding the patient's device. No further information was provided. A review of the device history record (DHR) for this valve, there were no non-conformances identified in manufacturing that could be impacted this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Neither autopsy nor explant information was reported. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated that the patient had several comorbidities including renal failure and hypokinesis. The patient experienced multiple organ failure after the implant procedure and died. There is no allegation that the device caused or contributed to the patient death or otherwise failed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.